Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this event pertains to one of four zero tip baskets unpacked for the same procedure. It was reported to boston scientific corporation that a zero tip basket was unpacked for a procedure on an unknown date. According to the complainant, prior to the procedure, two devices were unpacked, and the customer noticed that there was a black dye seeping through the devices packaging. Two more packages were discovered to have black dye seeping through the packages. The customer did not use any of the four devices in the procedure. The procedure was completed with a fifth zero tip basket. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.